Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was admitted (B)(6) 2011 for suspected pump thrombus. The pt was placed on heparin and tirofiban for a period of time until lab values lowered. Pt did have elevated ldh and plasma free hemoglobin. He was experiencing increase in power that subsided with IV therapy.